Event description:
It was reported that the headset of the infusion set had pieces of plastic or cotton threads attached to it. Despite this issue, the patient used the product and questioned if the foreign material may have remained in their body.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.